Event description:
It was reported that after 1 hour of ablation in a rvot (right ventricular outflow tract) procedure, the physician wanted to insert the catheter into the lvot (left ventricular outflow tract) and it was noticed a char in the tip of the catheter. The customer changed the catheter to complete the procedure. Ablation was delivered at 30w and 8 ml/min in a power mode. There were no patient consequences.

Manufacturer narrative:
It was reported that after a rvot procedure it was noticed a char in the tip of the catheter. The catheter was received for analysis and visual inspection confirmed the presence of char on it. The device was tested and it passed electrical, temperature and stockert tests. It was also tested for patency flow and it was observed that the catheter flushed from all ports. The device history record (DHR) was reviewed and no anomalies were found regarding this issue. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the instruction for use (IFU) recommends that a careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. It also states that the catheter must be flushed per standard technique to ensure purging of trapped air bubbles and to verify the irrigation holes are clear prior catheter insertion. The char condition was observed, however the root cause of this could not be determined since the catheter met specifications.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be sent to the FDA when product analysis is completed. (B)(4).